Manufacturer narrative:
This reported is being supplemented to provide additional information by the customer.

Event description:
The procedure was completed with a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to faulty patient board set and/or because the connection with the video connector failing. It¿s likely the cause of the faulty patient board set is related to the subject device being manufactured before the circuit design of the operational amplifier of the dr board (printed circuit board) was changed. It was confirmed that the design of the operational amplifier of the dr board was changed on april 16, 2018. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii video system center had no image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported that while using the evis exera iii video system center, 190 series scope operate properly with listed device, but that 180 series scopes (evis exera video system centerscope) and maj-1430 (videoscope cable exera ii) had no scope image present when connected with the video cart. The customer also reported that both the 180 series scopes and maj-1430 operated properly on the second evis exera iii video system center cart. The facility will reportedly be upgrading 180 scopes to the 190 series and the device is not expected to be returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.